Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and the therapy pcb assembly and then was able to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies and determined that the cause of the reported failure was a bent pin., pin #1, from a pcb mounted jack connector on the therapy pcb assembly.

Event description:
It was reported that the device would not recognize the therapy cable assembly, when connected. There was no patient use associated with the reported failure.